Event description:
In 2005, I had a total joint replacement in my right tmj joint. The surgeon used the christensen device and told me if I had this surgerical implant, I wouldn't have anymore pain, now, the pain is worse than I ever had before and the surgeon says he doesn't know what else to do. My tmj began in 1988 when a dentist installed faulty bridgework that caused my disc to dislocate. After several years a surgeon transplanted a cadaver hip cartlidge in place of my tmj disc. After several more years of severe pain, and extensive more dental work, I was finally able to function, but only for a short while and with a lot of limitations, then in 2003, another surgeon told me the cadaver was all diseased with lesions they were fusing to my skull and assured me that if I had this new joint replacement, all my pain would be gone. Instead, now I have even worse pain, and can't chew or mash food on the surgical side of the mouth. I can't talk for more than 10 minutes, can't sing, laugh or cry, and live on narcotics, daily just to take the edge off. None of the other drs in the field will even help me for general denistry cause they don't know what to do and don't have experience with total joint replacements and don't want to accept responsibility. Hopefully you can use this info in your investigation into the christensen joint and hopefully, someday there will be relief for all of the tmj implant victims.